Event description:
It was reported that there were difficulties experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering analysis of remote data was also completed and confirmed the last scheduled upload that was successful occurred on (B)(6) 2018. There were also status checks on (B)(6) 2018 which all indicated normal operation. However, there had been no status checks since (B)(6) 2018 and none in (B)(6) 2018. Boston scientific technical services (ts) recommended having the patient perform a patient initiated interrogation (pii) or to come in for a follow-up appointment. Ts also provided some troubleshooting recommendations. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received from the local field representative indicated that there were no other complaints received from the physician regarding this issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.